Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There was reportedly no proceeding alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed data from (B)(6) 2013. The pump history revealed one unexplained power on reset (por) event on 09/29/2013. The battery voltage recorded before the ¿por¿ event was above the ¿low¿ and ¿replace¿ battery thresholds at 1.57vp. There was evidence of short battery life observed on (B)(6) 2013 with a sudden voltage drop from 1.47vp to 1.32vp leading to a low battery warning. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained electrical connection. The pump powered on and displayed the ¿verify¿ screen. The pump was primed but was unable to exercised for 24 hours. The pump lost power after 6 hours due the short battery life failure. The pump recorded the appropriate ¿low battery¿ warnings 30 minutes prior to the ¿replace battery¿ alarm before losing power. An external power supply was used; all current draws were found to be above specification. After a simulation, the pump gave the appropriate visible and audible battery warnings and alarm. The pump¿s cover was removed. During a review of the printed circuit board, there were two internal component failures; the components were removed and the current draws returned to specification. No intermittent conditions were found to the power flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6) . The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.